Event description:
Caller reported experiencing a cgm error with error code 42. The caller's blood glucose level was not adversely impacted. Technical support provided complete pump reset instructions and guided the caller through the process. After the reset, the cgm error code did not occur again, and the caller successfully started their sensor session.